Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that stent dislodged from the delivery system and had to be retrieved with a snare. Another stent was pulled and used without issue. The procedure was completed with no patient complications nor injuries reported. It was further reported that the device used for this event was a non-boston scientific device and not a synergy stent.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that stent dislodged from the delivery system and had to be retrieved with a snare. Another stent was pulled and used without issue. The procedure was completed with no patient complications nor injuries reported.